Event description:
It was reported that the during a prostate procedure, "fiber cap detached." The fiber was exchanged and the procedure was completed using a second fiber. There was "no injury" to patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone distal to the bevel edge; this failure mode is indicative of a fracture beneath the metal cap; the fiber proximal to fracture can rotate independently of metal cap; the fiber cap is not detached; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint of "fiber cap detached" could not be confirmed; a cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Joules used: 20,867. Time expended: 2:28 minutes. The fiber tip (cap) wasn't cleaned during the procedure.